Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed loss of capture (loc) at full output. Health care professional (hcp) was going to review the case with the cardiologist. The rv lead remains in service at this time. No adverse patient effects were reported.